Event description:
It was reported that the device had a software issue. There was unknown patient involvement and unknown harm/adverse event reported. Analysis of the device found a worn downstream occlusion (dso) seal.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was worn. Review of the event history log was not applicable. Functional testing found that the dso seal was worn. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was worn. The dso seal was replaced.